Manufacturer narrative:
Submit date: 12/16/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a safety syringe. The customer reports an employee was pricked with a needle and exposed while doing an injection with a patient.